Manufacturer narrative:
A patient¿s system was explanted due to a scheduled MRI was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had drg system explanted due to need of MRI. Scs system remains implanted with no issues. Event is not reportable.

Manufacturer narrative:
Date of event is established, reason unknown.

Event description:
It was reported that while following up on another event, rep became aware that patient underwent surgical intervention on (B)(6) 2025 wherein the drg system was explanted. The reason is unknown.